Manufacturer narrative:
E subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon, and also found that this phenomenon was caused by the corrosion on electrical contact of video connector. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the endoscopic image of the subject device was not displayed on the monitor. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus thailand (oth). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oth, omsc surmised that this phenomenon occurred by the following. Temporary electrical short circuit of the printed circuit board inside the video connector due to moisture or water invasion into the subject device. Deterioration of the printed circuit board inside the video connector by scratch, stain, or corrosion on the electrical contacts of the video system center or the video connector of the subject device. If additional information is received, this report will be supplemented.